Manufacturer narrative:
The sureform 60 stapler instrument was analyzed by the failure analysis team and engineering. A visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using two green sureform 60 reloads. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Review of the logs were unable to verify any failures. The instrument was fully functional. There was no problem detected. For further testing, the stapler instrument was re-installed on an in-house system and engaged and initialized on each attempt. The stapler instrument was clamped and fired onto a foam test sheet. The firing was successful with no pauses for compression. A second black sureform 60 reload was fired onto a test sheet. There was one pause for compression prior to 10mm of completion; however, the firing was successfully completed. The staples and cut line were properly formed. The main tube was manually rotated and no increased or abnormal friction was observed. The steering cables and drive cables appeared in-tact and properly tensioned. The housing was removed and the stapler I-beam was extended for inspection. No damage or lodged components were observed within the I-beam assembly or stapler jaws.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the blue sureform 60 reload for failure analysis evaluation. Isi has received the sureform 60 stapler instrument. However, as of the date of this report, the evaluation of the stapler instrument has not been completed. An isi failure analysis engineer (fae) reviewed the stapler logs for the stapler used in this event and the following information was provided: the logs show a sureform 60 stapler instrument (part #480460-09, lot #k13240822-0691) was installed on the system 7 times and fired 6 reloads (3 green, 2 blue, 1 green, 1 blue, in that order). On installs 1, 3, and 6, the first clamp was successful, and the firings were each completed with no pauses for compression. On installs 2 and 7, the first clamp was successful, and the firings were each completed with 1 pause for compression. On install 4, a blue sureform 60 reload was loaded; however, no clamping or firing was performed. On install 5, the first clamp was successful, and the firing was completed with 2 pauses for compression. After the 7th install, the instrument was removed and not used in the procedure again. There were no stapler related errors in the logs. .

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, tissue bunched up and a hole on stomach tissue was identified when a blue sureform 60 reload was fired with a sureform 60 stapler instrument. The stomach tissue was repaired and oversewn. The procedure was completed robotically. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.